Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in fair physical condition as the rear housing and the lens had cracks. The device event log noted an error code was recorded. Functional testing included use testing. The pump was powered on and displayed an error code alarm message. The pump was opened and a piece of rear housing plastic was found stuck in the motor gears resulting in the motor locking up. The rear housing, front housing along with the optical switch, and the flag gear were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to pump damage.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received that this event occurred during bench testing and there was no patient involvement.